Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt) that was incorrectly identified by the device, and was not treated. The patient was symptomatic, and presented to the emergency room (ER), where the episode spontaneously converted. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt) that was incorrectly identified by the device, and was not treated. The patient was symptomatic, and presented to the emergency room (ER), where the episode spontaneously converted. It was further reported that upon further review of the episode, it was determined that the episode was actually a-v node reentrant tachycardia (avnrt), which indicated that the device had properly withheld treatment. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2012; 4196 implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.